Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient alleging the patient's onetouch ultralink meter was displaying black marks. The medical surveillance specialist (mss) was unable to follow up with the reporter or the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the afternoon, the reporter stated the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy (type and dose unknown) to manage her diabetes. The reporter stated the patient made no changes to her usual diet, activity level or medications due to the alleged issue. The reporter stated 1-2 days after the alleged issue started the patient developed symptoms of vomiting, ketones, extreme thirst and dizzy spells. The reporter denied the patient receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter, and it was not the first time the meter had been used. The meter involved in this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the display was found to be broken. Based on the information provided, this complaint is being reported as an adverse event because the reporter claimed due to the alleged issue, the patient was unable to test, and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
On ((B)(4) /2012) device evaluation: the meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) - additional information: the reporter contacted the mss in response to the no response letter on (B)(4) 2012 at 1:30pm. This complaint remains an adverse event due to the following information provided by the patient's mother. The reporter stated they do not have a back up meter to test on. The reporter stated the patient took her usual basal dose of novolog insulin regardless of the alleged issue. The reporter stated the patient developed symptoms 1 day later and she treated herself with 5 units of insulin every 3 hours for 9 hours and drank plenty of water as recommended by her healthcare professional. The reporter confirmed the patient had moderate to severe ketones determined by a home urine test. The reporter stated the patient usually tests her blood glucose 6-10 times a day and her basal rate is 5 units a day. The reporter stated her daughter normal adjusts her boluses according to meter readings and carbohydrate intake. The reporter stated her typical readings are "150mg/dl" or less.